Manufacturer narrative:
On (B)(4) 2014, a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported. (Complaint - (B)(4)). Device investigation was completed on (B)(4) 2014. Eval summary: inomax dsir serial number (B)(4)was returned to the MFR for service investigation. The ikaria regional service center (rsc) reviewed the service log and findings confirmed the reported complaint of a delivery failure (df) alarm with monitored no [nitric oxide (102 ppm)] greater than absolute max of 100 ppm while delivering 20 ppm no. Although backup had been on for 8 seconds prior to the df, the injector module flow average remained between 3.8 and 9.1 liters per minute, so the df was most likely due to the no cell behavior described below and not the use error condition of backup on. A further log review showed that a failed low no cell calibration with low point counts (1818) above the maximum allowed 655 counts occurred approximately 3 minutes after the df alarm. The log also confirms that a failed no sensor alarm occurred immediately after the failed low calibration. The rsc investigation did not experience a df alarm or a failed no cell alarm, but determined the no cell had been replaced by the respiratory therapist (rt) since its last rsc service touch. The no cell was replaced due to the logged entries and its unk lineage. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for the incident was no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event; however it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00022).

Event description:
Delivery failure, failed no sensor [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a pt at the time of the device issue and no harm was reported. On (B)(6) 2014, the rt reported a delivery failure (df) and failed no (nitric oxide) sensor on inomax dsir # (B)(4). It was reported that the pt was being prepped for ECMO (interpreted as extracorporeal membrane oxygenation) when the measured no exceeded 100 parts per million (ppm). The device was rebooted and a low calibration was performed which resulted in a failed no sensor. The device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service eval. Investigational results were received on (B)(4) 2014. Case comment: on (B)(4) 2014: this device case did not result in an adverse event, however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).